Event description:
I had the filshie clips put in (B)(6) 2010 at the age of (B)(6). Since then, I've had sever cramping, migraines, irregular periods, fatigue, extreme weight gain. I have had to quit my job due to sever pain. I can also feel tearing sensations around the area of the clips, and popping feelings. I'm in so much agony I'd rather be dead.